Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump was received with corroded motor assemblies. The insulin pump was received with cracked case at display window corners, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 148 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.